Event description:
It was reported that while in the operating room the iab was prepped and inserted via a sheath and into the patient's right femoral artery. As soon as the patient began receiving intra-aortic balloon pump (iabp) therapy the augmentation was noted to be incorrect; the timing was off. The pump did not alarm. The patient was moved to the intensive care unit. After approximately 30 minutes of trouble shooting augmentation/timing problem the iab was removed with the sheath as one unit. There was a delay/interruption in iabp therapy noted as the time the staff tried to correct the issue. The second iab was inserted via the same insertion site successfully. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. The patient outcome is listed as good.

Manufacturer narrative:
Qn#(B)(4).